Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one day post implant, the device exhibited capture and sensing anomalies and >2500 ohms lead impedance. Thresholds were good at implant.